Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that model lap top 1200 shut down while connected to a patient. The customer stated that the internal battery ran for about 16 minutes and 33 seconds before the complete shut down. At this time, it is unknown if there was any patient injury or harm associated with the reported event.